Event description:
It was reported that during the procedure in the posterior descending artery, the 2.5 x 15 mm xience v stent system was advanced into the patient anatomy. An attempt was made to deploy the stent and the balloon was inflated to nominal pressure. The balloon did not appear to inflate and it was noted that the stent did not deploy. The stent delivery system was removed from the patient anatomy and it was noted that the balloon appeared to have a waist. The facility is unsure why the stent did not deploy. There was no clinically significant delay and no adverse patient effects. No further intervention was attempted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Guide wire resistance could not be verified due to the condition of the returned device. Shaft separation/detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.